Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network connection was no longer working. A field service engineer checked the unit and moved the station to another port and was able to connect to the network and update the station with patient data. Site information technology took over the issue and repaired the network port in the room. It was confirmed that the issue was with the port and not the station. The customer was still able to use the unit as needed. The case was closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not sending information to pyxis website. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not sending information to pyxis website. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.